Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility marquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The hospital reported that while the ventilator was connected to a patient, it did not build up any pressure at all or the pressure was very little. All the curves on the screen were flat or zero. The ventilator was taken out service.